Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion, stroke, and paresis were unable to be determined. The reported patient effects of pericardial effusion and cerebrovascular accident, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention, hospitalization, surgical intervention, and delay to treatment/ therapy were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes added: h6 health effect - impact code: 4624 surgical intervention.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr). When steering towards the valve with the triclip, a pericardial effusion was observed. Devices removed and pericardiocentesis was performed. The procedure was aborted and patient was transferred to surgery. Tr remained unchanged. Surgical intervention resolved the effusion. After surgery, the patient suffered a stroke and developed hemiparesis. No intervention was performed but the patient is hospitalized.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr). When steering towards the valve with the triclip, a pericardial effusion was observed. Devices removed and pericardiocentesis was performed. The procedure was aborted and patient was transferred to surgery. Tr remained unchanged. Surgical intervention resolved the effusion. After surgery, the patient suffered a stroke and developed hemiparesis. No intervention was performed but the patient is hospitalized.